Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed for air loss. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation corrected fields: h6(health effect ¿ clinical code) a getinge field service engineer (fse) evaluated the iabp unit and found helium leaking due to a bad o-ring unit, so the unit was repaired, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.